Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the consumer was received on 2017-01-11 reporting that the patient had a scs since 1996. It was reported that at least 2 years ago the health care professional (hcp) was replacing their implantable neurostimulator (ins). It was reported that the scs and the pump system improve the patient¿s quality of life immensely. Despite that, they had problems over the years and needed replacing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.